Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to verify motor error alarm or excessive no delivery alarm due to blank display anomaly. Pump received with cracked case at display window corners, reservoir tube lip, minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose levels were not included in the report. Nothing further was reported.